Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted in a (B)(6) female patient with a history of rapidly progressive decompensated heart failure. Other pre-existing conditions included severe stenotic bicuspid valve with concomitant mild regurgitation, severe left ventricular dysfunction, moderate tricuspid regurgitation, and reduced right ventricular function. During the implant procedure two episodes of cardiopulmonary resuscitation were necessary following balloon valvuloplasty, however the transcatheter bioprosthetic valve was successfully implanted. Echocardiograms at six months and one year post-implant demonstrated full recovery of left ventricular function and only a slight increase in mean pressure gradients without significant concomitant aortic regurgitation. An echocardiogram at three years post-implant showed an increased mean pressure gradient. An echocardiogram at four years post-implant revealed a marked increase of transprosthetic aortic peak velocity, a rise of maximum and mean pressure gradients, concomitant moderate valvular insufficiency, and worsened left ventricular function. A computed tomography (CT) scan suggested possible calcified leaflets. In a surgical revision procedure, the bioprosthetic valve was explanted and successfully implanted by a mechanical valve. Visual inspection of the explanted bioprosthetic valve noted a translucent neo-intimal layer c overing the upper portion of the nitinol frame, the leaflet edges were thickened and immobile, and several areas of calcification on the aortic and ventricular aspects of the bioprosthetic valve. Two days following the revision, a permanent pacemaker was implanted due to complete heart block. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier (serial/lot) numbers were provided. Without unique device identifier information a review of the device history record could not be performed and root cause could not be determined.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Title: structural valve deterioration 4 years after transcatheter aortic valve replacement imaging and pathohistological findings authors: marcus-andré deutsch, md; n. Patrick mayr, md; gerald assmann, md; albrecht will, md; markus krane, md; nicolo piazza, md, phd; sabine bleiziffer, md; ruediger lange, md, phd journal: circulation. 2015;131:682-685. Doi: 10.1161/circulationaha.114.013995.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.